Event description:
Healthcare professional reported left side deflation. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: ¿ deflation: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, g2.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Event description:
Device has been explanted.